Event description:
It was reported that a user experienced a pairing failure when attempting to scan a new freestyle libre 3 plus sensor, which resolved after an additional scan and proceeded to the standard warmup period. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention. User support included troubleshooting and user education regarding correct pairing and confirmation of warmup status. Investigation of this case revealed normal device function after re-scan, consistent with a transient pairing error that self-resolved without hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors.